Event description:
The facility biomedical technician reported the system has excessive noise during vacuum. The risk manager reported vision loss on the operative eye and subcutaneous crepitus around the face and neck of the patient. The risk manager stated the surgery was performed on a patient that was 10 days post retinal detachment. The nurse heard the vacuum pump running longer than she thought it should have. Additional information from the risk manager stated the crepitus could have been an anatomical structure issue with the patient. The patient is being followed by the surgeon as an outpatient. Additional information from the surgeon stated there was bleeding in the eye and it was difficult to see anything. A post operative x-ray or MRI performed noted air bubbles behind the globe. This was the 5th case of the day.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications.